Manufacturer narrative:
(B)(4).

Event description:
It was intended to use an endeavor sprint drug eluting stent to treat a severely calcified and severely tortuous lesion in the lad. The lesion had almost 100 % stenosis and timi grade 0. The patient also had 50-70% stenosis in the proximal-middle lcx, 60% stenosis in the middle of rga, and 70% stenosis in the distal of pda, timi grade 3. The device was inspected prior to use with no issues noted. The lesion was pre-dilated with a 2.0 x 15 mm balloon at a pressure of 12-16atm. The endeavor stent was implanted at a pressure of 12 atm, however the stent was only partially expanded. The physician then dilated the stent using a balloon at 16-22 atm. A vessel dissection was then noted at the distal of the stent. The physician then implanted a second endeavor sprint stent distally, at 10 atm. The second stent was post dilated. The stent was completely adherent to the wall, with no residual stenosis. The patient subsequently expired due to stent thrombosis - the physician determined that thrombus caused patient's death and the event was related to the product.